Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer wears the pump against their skin. The customer's blood glucose level was 179 mg/dl. Tandem technical support shipped the customer a case for the pump to prevent temperature changes. During a follow-up, it was reported the customer did not have any further issues and successfully loaded a new cartridge onto the pump.